Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the bile duct during a bile duct stone removal procedure to treat bile duct stone performed on (B)(6) 2026. During the preparation, a damage on the cutting wire was observed. It was reported that the cutting wire was separated and no part of the cutting wire was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.